Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x28mm promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, during unpacking, it was noted that the stent strut was bent out of the packaging. No patient complications were reported.